Event description:
It was reported that stent damage occurred. A 4.00x24mm promus premier¿ stent advanced to treat the coronary artery, however, the device was unable to cross the lesion and was removed from the patient. Upon reinsertion of the device in the guide catheter, it was noted that the edge of the stent struts were rough and appeared to be distorted. The procedure was completed with another 4.00x24mm promus premier¿ stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks at the proximal end of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus premier¿ stent advanced to treat the coronary artery, however, the device was unable to cross the lesion and was removed from the patient. Upon reinsertion of the device in the guide catheter, it was noted that the edge of the stent struts were rough and appeared to be distorted. The procedure was completed with another 4.00x24mm promus premier¿ stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is combination product. (B)(4).